Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had wound dehiscence at the ins site. Explant was planned for (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator was not performed because the issue was a non-analyzable medical event. If information is provided in the future, a supplemental report will be issued.